Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that that the sites surgeon monitor was intermittently having issues displaying video. The cable needed to be manipulated and the software did not look to be scaling properly. It was noted that the issue was discovered outside of a clinical environment. The clinical specialist (cs) noted that they could not replicate the behavior on any of the monitors at the site. There was no patient involvement.

Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.